Event description:
During the manufacuring operation, it was observed that one lot (subassembly lot # 1c3y) of pfc sigma femoral collar 7" components was incorrectly etched. The collar component, which is pre-assembled onto a modular femoral stem component, should contain both an "r" and an "l" marking to provide proper orientation of the femoral stem relative to the femoral implant in order to dictate the stem orientation in the pt's intramedullary canal, in this way, the femoral implant may be used for implantation in either a right or left knees. In this particular case, the component was observed by the assembly operator, while picking parts for assembly, to have two "r" markings instead of both an "r" and an "l". A health hazard evaluation was performed and indicated that the mis-etched components may cause confusion in the operating room, which could lead to a potential delay in surgical time. There have been no field complaints associated with this issue.